Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 21 to 42 to 49 mg/dl at the time of the incident. The customer stated the pump gave them 11 units the previous night. The customer went to their doctor and was given food to treat the low. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.